Event description:
It was reported that the device had a charge time out of greater than thirty seconds as the result of numerous shocks reported for hyperkalemic state. The device is at end of service. Detections were turned off and the device remains in use as patient is entering hospice. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.